Manufacturer narrative:
The specific processing runs from which sub-optimal processing was identified were not provided by the complainant. Manufacturer evaluation of the instrument logs for the period between 12:00pm on (B)(6) 2016 and (B)(6) 2016 showed that: between 15:41pm and 16:50pm on (B)(6) 2016, bottles 2 (formalin), 3-5 inclusive ((B)(4) ethanol), 6-8 inclusive ((B)(4) ethanol/ipa) and 9 and 10 (isopropanol) were not in contact with the corresponding sensor for sufficient time to complete manual replacement of the reagent in each bottle. The station properties were reset to the default value in each instance. Between 15:50pm and 16:14pm on (B)(6) 2016, bottles 4 and 5 ((B)(4) ethanol) were not in contact with the corresponding sensor for sufficient time to complete manual replacement of the reagent in each bottle; and the station properties were reset to the default value of (B)(6) in both instances. (B)(4) protocols were completed during the period following the reset to the station properties of bottles 3-10 on (B)(6) 2016 and the (B)(6) 2016 when the complaint of sub-optimal processing was received. All reagents used for the (B)(4) tissue processing protocols executed between 18:47pm on (B)(6) 2016 and 06:33am on (B)(6) 2016 exceeded the reagent change threshold configured for the applicable reagent type on this instrument; and all final reagents used also exceeded the final reagent threshold configured for the applicable reagent type. The variance between the hydrometer reading obtained for the alcohol concentration in bottles 6 and 8 ((B)(4) ethanol/ipa) by the fse on (B)(6) 2016 and the concentration calculated by the instrument software confirms that a use error occurred during replacement of these reagents. Specifically, although the user affirmed in the instrument software that the reagent concentration in both bottle 6 and 8 ((B)(4) ethanol/ipa) was to be set to (B)(4) at 16:22pm and 16:27pm on (B)(6) 2016, the alcohol concentration measured in bottles 6 and 8 on (B)(6) 2016 was (B)(4) and (B)(4) respectively. As the minimum final reagent concentration required for the reagent type <(B)(4) ethanol/ipa> is (B)(4), this use error is not considered to have caused the sub-optimal processing reported. However, this use error will impact the accuracy of the calculations performed by the reagent management system in relation to the concentration of reagent bottles used in subsequent processing steps; which may have an adverse impact on the quality of tissue processing. In the absence of chemical analysis of the reagent bottles designated as <isopropanol>, there is no evidence to indicate that a use error occurred during the replacement of reagent in either bottles 11 and 12 (isopropanol) on (B)(6) 2016 or the reagent in bottles 9 and 10 (isopropanol) on (B)(6) 2016. Investigation of this complaint found that the instrument operated within specification during all protocols executed between 18:35pm on (B)(6) 2016 and 06:33am on (B)(6) 2016. The root cause of the sub-optimal tissue processing reported could not be unequivocally determined from the available information. However, it is considered likely that the use error identified during replacement of the reagent in both bottle 6 and 8 on (B)(6) 2016 contributed to the sub-optimal tissue processing reported.

Event description:
Leica biosystems received a complaint that tissue samples processed were under-processed. The complainant also reported that: "alcohol reading was off by 20%". On (B)(6) 2016, a leica field service engineer (fse) attended the laboratory in order to assess the operation and function of the instrument and to ascertain further details of the circumstances involved in this complaint. The fse measured the alcohol concentration in bottles 3-8 inclusive using a hydrometer; and found that the variance between the directly measured concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit in bottles 6 and 8. The measured alcohol concentration in bottle 6 and 8 was (B)(4) and (B)(4) respectively; and the corresponding calculated concentration in bottle 6 and 8 was (B)(4) and (B)(4) respectively. The fse performed system verification tests for which all results were satisfactory; and the instrument was found to be operating within specification. On (B)(6) 2016, a leica field support specialist (fss) telephoned the laboratory in order to provide applications support in relation to this complaint and to ascertain further specific details of this complaint. The complainant stated that under-processed tissue had been identified from a processing run which completed in the evening of (B)(6) 2016; all reagents were replaced on (B)(6) 2016; processing returned to normal for a few days and under-processed tissue was again identified on (B)(6) 2016. The specific processing runs from which sub-optimal processing was identified were not provided by the complainant. On (B)(6) 2016, leica biosystems (B)(4) received information that all tissue samples involved in this event exhibiting sub-optimal tissue processing were diagnosable.